Event description:
It was reported that the patient had lost a lot of weight and it was noted to be a potential side effect of the vns. The doctor said some weight loss was good but the patient was getting close to have loss too much weight. From 2018, the patient seemed to gradually lose weight, but in the last 6 months he seemed to have lost quite a bit of weight. The patient reported he was not trying to lose weight. His wife cooks for him and he doesn't have an appetite and he¿s just not hungry, but no nausea or anything. It was noted that the patient was getting the maximum recorded number of autostimulations per day. This, along with the high duty cycle meant the patient was getting a lot of stimulation. The plan of action was to make small changes because to the parameters, reducing the duty cycle to see if patient¿s appetite gets better. Off-time was reduced from 1.1 to 1.8 minutes. And autostim threshold was increased from 30% to 60%. The physician was not sure if the vns was the cause of the weight loss but believed it was possibly a cause. Diagnostics were okay. No further relevant information has been received to date